Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap is detached; the glass cap is/is not returned; the fiber is fractured proximal to glue zone; the heat shrink tube is torn/ melted. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 128,099 joules while using the surgical fiber during a prostate procedure, the fiber was broken / damaged. The procedure was completed using a second surgical fiber. Outcome: "no damages to the patient" - there was no injury reported. Gland volume: 60 ml, time expended: 27 minutes.